Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was not impacted. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as they had troubleshot the issue on their own and found no issues with the pump supplies or the infusion set site. Reportedly, the customer had been using cartridges from the same lot since the occlusion alarms began.